Event description:
User receiving erratic ise result intermittently for multiple pt sample on both ise1 and ise2 systems which are both part of the same core analyzer. The following two pt examples provided generated discrepant ise results from ise1 system of module core. Repeat testing was performed on another analyzer. Sample 2, initial sodium gave 9.0; repeat gave 9.0; gave 130 mmol per I. Initial potassium gave 3.1; repeat gave 4.6 mmol per I. Initial results were reported. User said no patients were treated due to the results.

Manufacturer narrative:
The field service representative determined the ise probe was out of alignment and re-aligned ise sample probe to sample stop position and rinse. Calibration, controls and precision check was run to verify analyzer performance.

Event description:
User receiving erratic ise results intermittently for multiple pt samples on both ise1 and ise2 systems which are both part of the same core analyzer. The following two pt examples provided generated discrepant ise results from ise1 system of module core. Repeat testing was performed on another analyzer. Sample 1, initial sodium gave 1; repeat gave 136 mmol per l. Initial potassium gave 0.3; repeat gave 6.3 mmol per l. Sample 2, initial sodium gave 9.0; repeat gave 130 mmol per l. Initial potassium gave 3.1; repeat gave 4.6 mmol per l. Initial results were reported. User said no patients were treated due to the results. The field service representative determined the ise probe was out of alignment and re-aligned ise sample probe to sample stop position and rinse. Calibration, controls and precision check was run to verify analyzer performance.

Manufacturer narrative:
The field service representative determined the ise probe was out of alignment and re-aligned ise sample probe to sample stop position and rinse. Calibration, controls and precision check was run to verify analyzer performance.